Event description:
Caller states, the customer tested 5.0 inr and 4.9 inr on the coaguchek system, while a comparison lab returned as 3.3 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent. Comparison performed in a medical facility.